Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had software error. Customer stated insulin pump had failed battery alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with failed battery test alarm after battery changed. Unable to determine the root cause, problem isolated to electronic assembly. Unable to verify pump error 53 alarm due to failed battery test alarm.